Event description:
The device was used during a pneumonectomy. It was reported the device was placed on the pulmonary vein and the jaws were closed. The distal end of the instrument was not visible (it was obscured by lung tissue) but the surgeon fired it anyway. Upon opening the jaws of the instrument, the pulmonary vein had been cut but not stapled completely. The vessel was clamped and tied and the case completed. There was no consequence to the pt.